Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument (pch) exhibited repeated error message when attempting to insert into robot arm. The procedure was completed with no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis likely causing issue reported by the customer. The broken pieces were not returned. Components adjacent to the broken clevis showed damage such as the yaw cable crimp dislodged, yaw cable derailed and conductor wire insulation damaged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.